Event description:
Patient dislocation caused by removing the surgical sling and reaching forward. Closed reduction performed in emergency room, but dislocated again resulting in 2nd revision on (B)(6) 2020. 36/+9 humeral cup and 36mm centered glenosphere with screw explanted - appeared undamaged, according to the field representative. 40/+9 humeral cup, +9mm spacer, and 40mm eccentric glenosphere with screw implanted. Primary surgery occurred in 2017 (exact date unavailable) and first revision occurred (B)(6) 2020 and has been previously reported.